Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between may 8, 2024 to may 10, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and residual fluid inside the device¿s bladder was observed which suggests possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had 20% volume remaining. The event occurred during patient infusion via a midline catheter. The expected infusion time was 23 hours. The device was filled with 18000mg piperacillin/tazobactam in 0.9% 230ml sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.